Event description:
It has been reported to philips that the allura system turned on with an error and then shutdown during a procedure. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system turned on with an error and stopped immediately. Review of the log file showed malfunctioning host-pc. During troubleshooting, the rse found an issue with the ippc, but the quotation provided to the customer for the part replacement was cancelled by the customer stating that the issue was resolved with the spare part-ippc quoted in case (B)(4). To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Device problem code was corrected.